Manufacturer narrative:
Patient city: (B)(6) patient country: colombia

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient experienced an insulin flow blocked' alarm during therapy, with the event on (B)(6) 2026. No further information availability.